Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also reported that the customer received a battery out limit alarm, the buttons on the insulin pump are hard to press, and the insulin pump was exposed to fluid. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. The pump passed the self test. No alarms or errors were noted. The pump was received with normal operating currents. The pump was monitored, and no battery out limit alarms occurred during testing. The pump was unable to prime during the prime test due to a faulty force sensor. No other alarm occurred during testing. No moisture damage was found on the vibrator assembly. However, moisture damage was found on the electronic assembly, motor, and battery tube. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.